Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a communication regarding a bronchoscope getting stuck in broncho-cath tube. It was alleged that the broncho-cath tube malfunctioned and customer had to replace the patient tube. It was reported that they used a non-medtronic bronchoscope. It was indicated that there was no further patient injury. The customer did not retain the device brand name or model number.